Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with weakness and shortness of breath. An interrogation report showed high left ventricular (lv) lead threshold and it was noted there was possible loss of capture. Follow up yielded no information. The lead remains in use. No patient complications have been reported as a result of this event.